Event description:
Several years ago rptr had a reaction to latex glove. Sxs included; itching, redness on hands, sob, wheezing & dizziness. Treated in ER with benadryl, epinephrine, tagamet and prednisone. Under medical care since reaction. Litigation ongoing.